Event description:
It was reported to philips that the wired footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was performed when the issue happened. The procedure was completed successfully as user occasionally needed to press the footswitch pedal a second time. Philips filed service engineer (fse) visited the site and suspected an issue from a delay in activating the footswitch's internal switches. To resolve the issue, fse replaced wired footswitch and return the part for further analysis, and it found x-ray signal is interrupted when the cable is wiggled at the inlet. The pickup bar is loose, and two anti-slip pads are missing. After replacement of wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and procedure was successfully completed, as the user occasionally needs to press the footswitch pedal a second time. It is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.